Event description:
A customer contacted beckman coulter inc. (Bci) reporting that a possible leakage of no foam or wash concentrate was coming from the unicel dxc 800 pro synchron chemistry analyzer. The customer stated that the no foam container was completely filled to the top of the container and leaked under the instrument. The customer also indicated that the instrument was generating "low pressure air pressure is high" errors. The customer also indicated that the deionized (di) water canister, the wash solution canister, and the wash concentrate reservoir are full and that there was a dried soapy crust under each canister. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and stated discovered that the wash solution canister was overfilled and overflowed into the low pressure line. The fse replaced the float switch in the wash solution canister.